Manufacturer narrative:
The reported event of ¿loose or intermittent connection¿ was confirmed. Visual examination showed the septum punch-outs in both setscrew insets were preventing the torque wrench going into the inset. The setscrew could be loosened or tightened for the remainder of the analysis after the septum punch-outs was removed.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker set screw was failing to be tightened. The pacemaker was not used. The operation was aborted. The patient was in stable condition.